Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that the onetouch ultra control solution label information was missing the test result range. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient manages his diabetes with fixed-dose insulin. The patient was unable/unwilling to state if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "hypoglycemia and passed out because of low blood sugar" which caused his defibrillator to activate on (B)(6) 2016 (time not provided) after the alleged product issue began. The patient stated that he was taken to ER where he received unknown hcp treatment for severe hypoglycemia on (B)(6) 2016 at 6:20am. The patient stated that his blood glucose was tested using an ER/hospital device on (B)(6) 2016 (time not provided) and the result obtained was "28 mg/dl". At the time of troubleshooting, the csr noted that the patient stated that the control solution range was not printed on the control solution, but on the test strip vial and he was not made aware of that in the IFU. The alleged product issue was resolved with education about the location of the control solution range. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "passed out" and he received hcp treatment in ER for a severe low blood glucose excursion after the alleged product issue began. The symptom and treatment do meet lifescan's criteria for a serious injury.